Event description:
It was reported that the patient's ipg was inoperable. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue. It is unknown which ipg was inoperable.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 ipgs however, it is unknown which lpg, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: ipg, model: 3772 , UDI:(B)(4) , serial: (B)(4), batch: a000033430.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.